Event description:
The customer reported via telephone call that there was a three inch air bubble in the tubing. The customer reported that there was an air bubble in the reservoir during the last infusion set change and did not know how to prime it out. The customer did not recall the blood glucose reading. The customer was advised to disconnect from the insulin pump and was assisted in priming out the air bubbles. The customer was advised on changing the reservoir and infusion set and how to avoid air bubbles.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.